Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a full-term delivery with episiotomy, however post-operatively, the patient came back to the hospital due to pain. They give the patient antibiotic for fasten the recovery and to avoid infection, but the pain was still there. The patient undergo examination and then they found out that the incision was red and swollen and the healing was poor due unabsorbed suture. To resolve the issue, they removed the suture and the patient take medicine for faster recovery.